Event description:
It was reported that the patient with this pacemaker system experienced a syncopal episode. The patient was evaluated in the emergency room and presented a heart rate in the 30 to 40 beats per minute (bpm). Upon further review, it was noted that this right ventricular (rv) lead exhibited loss of capture (loc) and high out of range pace impedance measurements. The lead was reprogrammed to unipolar configuration. Further information was received that this entire system was explanted and replaced. No additional adverse patient effects were reported.